Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that pre-operatively to an arthroscopy while using a fms tornado micro handpiece with buttons, shaver turned itself off after switching on. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was not running smoothly. Further, the values of the keypad were out of range and there was a short circuit in the cable. The motor, motor cable and keypad hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The defective motor, short in motor cable and defective hand control set would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that pre-operatively to an arthroscopy procedure on (B)(6) 2021, it was observed that the handpiece device would turn off by itself after switching on. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. There was no surgical delay or patient consequences reported. No additional information was provided.